Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was evaluated and we were unable to duplicate the customer's report. Bench handling and stress testing of the device were performed without success of duplicating a malfunction. Review of the device logs during the time of the event showed signs of intermittent connection to the multifucntion cable (mfc). The mfc was not returned to zoll as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.